Event description:
The patient was implanted with a left ventricular assist device (lvad). The MFR received a user facility report received from the (B)(6) registry which stated: ¿patient stated she forgot she had to stay connected to power and disconnected herself from the power base unit to go to the bathroom. She then passed out after standing up in the bathroom.¿ serial number not reported for this event.

Manufacturer narrative:
The MFR is attempting to acquire add¿l info and or the device for further eval. No further info is available at this time. A supplemental report will be submitted when the MFR¿s investigation is completed. The attached user facility report was received from the (B)(6) registry.